Manufacturer narrative:
A ge service representative performed an on site investigation. The controller board was replaced and the power supply connector was repaired during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system did not turn on at all, would not boot. There is no report of death or serious injury associated with the event.